Manufacturer narrative:
Insulin pump had a cracked case at display window corner, cracked reservoir tube lip and cracked battery tube threads. No display anomaly noted. No crack noted on display window or on lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump was cracked on the lower left and lower right areas of the display screen. Blood glucose level at the time of the call was not provided. No further information was provided.